Event description:
Customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a metal fragment in the interconnect cable plug. Fragment removed. System operates as intended.